Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements on the implant procedure, after wound closure. A lead dislodgement was suspected; however this was not definitely confirmed by the x-ray. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.